Manufacturer narrative:
Taper ii. The product associated with this report has been received, however, has not been evaluated at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported replacement of a lap-band system due to a port leak caused by a "crack in the tubing".